Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing 100 ml of fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. A functional leak test was also performed by filling the sample with green water to its nominal volume then monitored for 24 hours. After fill, the blue winged luer cap was securely tightened. No evidence of a leak was observed from the sample after 24 hours of leak monitoring period. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter france received a report that an infusor leaked at the distal end luer lock during storage. The device was filled with a solution of fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.